Event description:
In 2008, it was reported to boston scientific corporation that a rotatable snare device was used during a polypectomy procedure (patient age, gender, and weight unknown). According to the complainant, during the procedure "some sparks come... From the wire." The procedure was completed with a second rotatable snare. No patient complications were reported as a result of this event and the patient's condition was reported as "good" following the procedure.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed. Therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The april 2008 15-month rotatable snare product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.